Event description:
The barcode scanners on eleven (11) ortho summit sample handling systems (pipettor) reportedly misread sample bar code labels on specimen tubes received from center. No death or serious injury was associated with this incident.